Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the system shut down during surgery. The hosp swapped to another machine to complete the procedure. Additional info has been requested.